Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly and audio/beep anomaly noted during testing. Insulin pump passed the delivery accuracy test at 0.08740 inches. Insulin pump received with scratched keypad overlay and missing rubber strip on top of window display noted. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 60 mg/dl and alleged insulin over-delivery. The customer treated for the low blood glucose with food. Customer¿s blood glucose level was 164 mg/dl at the time of the call. The customer does not use the auto mode feature. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. However, insulin dripped from the end of the set before connecting at their site. The customer also noted that the motor was loud when blousing. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump will be returned for analysis.